Manufacturer narrative:
Concomitant medical products: evolutr-26-us transcatheter valve, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weakness, dizziness and a near syncopal episode. It was further reported that the right ventricular (rv) lead exhibited rising and high thresholds and impedances. The right atrial (ra) lead exhibited undersensing on stored atrial tachycardia/atrial fibrillation (at/af) episodes. Both leads remain in use. No further patient complications have been reported as a result of this event.